Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: >7.5, reference: 1.0, mean: 4.25, confidence limits: na. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered inaccurate within the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that test result comparisons met accuracy criteria. Customer was using heparin coated cap tube, which is considered an off-label use of the product. Heparin is a known interfering substance. Using improper tubes may have contributed to the inaccurate inr results. (B)(4). Due to this occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #237432. The allowable differences between the inratio inr's and sysmex inr's were calculated. At least two out of three replicates for both samples of strip lot 237432 are within allowable bias. No discrepant results are produced on in house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5, lab: 1.0.